Event description:
Information received from a patient reported that their stimulation would pulse, stop all of a sudden, go really fast, and then stop again, going back to the regular rhythm. No falls or traumas were reported that could be related to the issue. The patient mentioned that they have had many falls in the past, but none recently that could be related to the issue. It was noted that the patient hadn't had any changes with programming recently or had any emi environmental exposure. The patient also mentioned that they had a pacemaker. It was noted that the issue started about a week prior to the date of this report. The patient was to follow up with their healthcare provider (hcp). Additional information received on 2016-sept-26 reported that the patient had an appointment scheduled for (B)(6) 2016 and they had orders for two thoracic/lumbar x-rays. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.